Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified that the carrier was returned used and no visible damage beyond normal usage. Functional testing was not performed as carrier was used and results would not be accurate. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number for initial reporter: (B)(6).

Event description:
It was reported that during the surgery, the skin graft couldn't be meshed with the complaint dermacarrier. Therefore, the surgeon used an alternative same dermacarrier which was able to mesh the skin graft as usual at that time. There was no patient harm reported. There was a 0-15 minute delay as the alternative dermacarrier was prepared. No adverse events were reported as a result of this malfunction.